Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The other starclose se device referenced is filed under a separate medwatch manufacturer report reference number. Evaluation summary: the device was returned for analysis and abbott vascular (av) confirmed the reported issue related to sheath splitting. A review of the lot history record revealed one nonconformity related to the reported event. Av review of the complaint handling database identified similar events for this lot. Av identified a trend. Root cause analysis concluded that the trend is likely due to a manufacturing issue. In cases where the starclose se fails to achieve hemostasis, the resulting action is to apply manual compression. This may result in a delay in achieving patient ambulation but is not serious or life threatening. While product in the field with this issue may cause user dissatisfaction, the result of the issue is a minor safety risk as hemostasis may be achieved using manual compression. Av has implemented mitigations to address this issue and will implement corrective actions to prevent recurrence per internal site operating procedures. Av will continue to trend the performance of these devices.

Event description:
It was reported that an arteriotomy closure of the right and left common femoral arteries were attempted using starclose se devices with a 6f sheath after an interventional procedure in the iliac artery. Reportedly, resistance was felt when advancing the starclose se thumb advancer on both devices. The starclose se sheath failed to split completely with both starclose se devices. The safety release mechanism was used and the starclose se devices were removed from the right and left common femoral arteries. Hemostasis was achieved using manual arterial compression at both access sites. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). The abbott internal recall number is 2024168-2/3/2017-001-r.abbott vascular initiated a voluntary field action for the starclose se vascular closure system on january 30, 2017, [medwatch # 2024168-2017-00941].